Event description:
It was reported that during the implant procedure the physician was concerned that the lead¿s connector pin moved in and out of the device header with minor traction to the pin. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).